Event description:
Ous MDR - the lv impedance in home monitoring was >3000 ohm. A new lead was implanted on (B)(6) 2014. This lead was deactivated on the same day.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.